Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noisy signals oversensing. Troubleshooting was performed in clinic, and no mechanical noise, artifacts, or abnormal sensing signals could be reproduced in any sensing vector. X rays review confirmed the presence of a pronounced curvature of the electrode at the exit from the generator pocket. Given this finding and the unexplained nature of the artifacts observed on remote monitoring, a technical analysis was requested. As a precautionary measure, the physician decided to temporarily disable therapies to avoid the risk of inappropriate shock. A system revision was scheduled. Furthermore, with the patient in the operating room, the noise was reproduced by pressing near the connection where the electrode looped. The physician decided to replace the electrode with a new one while keeping the same s-ICD. No additional adverse patient effects were reported.